Event description:
Related manufacturer report number: 2916596-2021-06960.

Manufacturer narrative:
Main investigation conclusion the reported event of a no external power alarm was confirmed with the submitted log file. The no external power alarm events were captured on (B)(6) 2021 relating to a loss of power from the mobile power unit. The system reverted to the internal 11v backup battery for power and continued to operate at the set speed value (9,600 rpm). A root cause could not be determined during the evaluation. Additional information communicated on 13aug2021 indicated no products are returning for an evaluation. Attempt was made to obtain additional information from the customer regarding serial/lot numbers of the suspected products; however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (serial # unavailable) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Heartmate ii lvas IFU, rev. C (section 7), heartmate ii patient handbook, rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Low battery hazard alarm 1. Immediately connect to a working power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. Low voltage advisory alarm 1. Promptly connect to a working or different power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact. Power cable disconnected alarm (¿connect power¿ visual message), which means one of the system controller power cables is disconnected from power. If it is the cable with the black connector, the top light comes on. If it is the cable with the white connector, the center light comes on. In section 3, under power the system, covers making or breaking connection between power sources. In section 2 of both manuals, covers replacing the running system controller with a backup controller. Heartmate ii lvas IFU, rev. C, heartmate ii patient handbook, rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Serial number was unavailable, and the device history record could not be reviewed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient had many low voltage alarms. A review of the log file revealed multiple low voltage alarms while tethered on batteries and it was recommended to clean the battery contacts. Additionally, there was a transient low voltage alarm on (B)(6) 2021 at 0443 while tethered on the mobile power unit (mpu). This may be due to the power cord coming loose from the wall outlet/connection with mpu or the house losing power. The log displayed transient elevations in power and flow associated with pulsatility index (pi) events during the approximately 10 day length of the log.